Manufacturer narrative:
(B)(4).

Event description:
It was reported that generator model 106 implanted in (B)(6) 2015 currently has battery level showing that there is only 25% of the battery left; no ifi is triggered yet. The physician expected a longer battery life. A battery life calculation using the available programming history showed approximately 2.7 years left until eos is yes. The review of the manufacturing records confirmed that all tests passed for the generator prior to the distribution.